Manufacturer narrative:
Additional information was received that the access site was the left cfa. There was no difficulty removing the product from the hoop and no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion and the catheter was never in an acute bend. Additional patient and procedural details were requested but were not available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. Please note that this device is not sold in the us but is similar in design to other cordis pta catheters (lit) sold in the us.

Event description:
During insertion of a 6mm20cm155 saber rx percutaneous transluminal angioplasty (pta) catheter, there was slight resistance felt when it crossed the lesion, but it did cross. The balloon was inflated at ruptured at 4 atmospheres (atm) during its initial inflation and leakage of contrast media was confirmed. Therefore, it was replaced with a same size balloon catheter and the procedure completed. The device was taken out from the patient and there was no reported patient injury. The device has been discarded in the hospital due to the hospital regulation. The lesion was the superficial femoral artery. A guiding catheter (90cm sheathless pvst, asahi intecc) was inserted from the common femoral artery to make a cross-over approach and was delivered to the lesion. A saber catheter which had been stored in a hygiene-managed storage, was taken out from its tray and inspected. There were no anomalies confirmed. A guidewire (non cordis) crossed the lesion and an intra vascular ultra sound (ivus) checked the lesion that had diffuse calcification. The physician decided to insert the saber pta and there was no issue confirmed with balloon set-up. An indeflator (everest, medikit) inflated the balloon. However, the balloon ruptured at 4 atm during its initial inflation and leakage of contrast media was confirmed. Therefore, it was replaced with a same size balloon catheter. The ivus checked the lesion and a smart stent was implanted.

Manufacturer narrative:
During insertion of a 6x200mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheter, the balloon ruptured at four (4) atmospheres (atm) during its initial inflation and leakage of contrast media was confirmed. Therefore, it was replaced with a same size balloon catheter and the procedure was completed. The device was taken out from the patient and there was no reported patient injury. There was slight resistance felt when the saber pta catheter crossed the lesion, but it did cross. The lesion was the superficial femoral artery (sfa). A competitor guiding catheter was inserted from the common femoral artery to make a cross-over approach, and it was delivered to the lesion. The saber catheter, which had been stored in a hygiene-managed storage, was taken out from its tray and inspected. There were no anomalies confirmed. A guidewire (non-cordis) crossed the lesion and an intravascular ultrasound (ivus) checked the lesion, and found that it had diffuse calcification. The physician decided to insert the saber pta and there was no issue confirmed with the balloon¿s set-up. A competitor¿s indeflator was used to inflate the balloon. However, the balloon ruptured at 4 atm during its initial inflation and leakage of contrast media was confirmed. Therefore, it was replaced with a same size balloon catheter. The ivus checked the lesion and a smart stent was implanted. Additional information was received that the access site was the left common femoral artery (cfa). There was no difficulty removing the product from the hoop and no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion and the catheter was never in an acute bend. Additional patient and procedural details were requested but were not available. The device was not returned for analysis. A device history record (DHR) review of lot 17670990 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (diffuse calcification) and procedural/handling factors (slight resistance crossing the lesion) may have contributed to the reported event since calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
During insertion of a 6x200mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheter, the balloon ruptured at four (4) atmospheres (atm) during its initial inflation and leakage of contrast media was confirmed. Therefore, it was replaced with a same size balloon catheter and the procedure was completed. The device was taken out from the patient and there was no reported patient injury. There was slight resistance felt when the saber pta catheter crossed the lesion, but it did cross. The lesion was the superficial femoral artery (sfa). A competitor guiding catheter was inserted from the common femoral artery to make a cross-over approach, and it was delivered to the lesion. The saber catheter, which had been stored in a hygiene-managed storage, was taken out from its tray and inspected. There were no anomalies confirmed. A guidewire (non-cordis) crossed the lesion and an intravascular ultrasound (ivus) checked the lesion, and found that it had diffuse calcification. The physician decided to insert the saber pta and there was no issue confirmed with the balloon¿s set-up. A competitor¿s indeflator was used to inflate the balloon. However, the balloon ruptured at 4 atm during its initial inflation and leakage of contrast media was confirmed. Therefore, it was replaced with a same size balloon catheter. The ivus checked the lesion and a smart stent was implanted. The device was not returned for analysis. A device history record (DHR) review of lot 17670990 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (diffuse calcification) and procedural/handling factors (slight resistance crossing the lesion) may have contributed to the reported event since calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.